Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that product contamination occurred. A 7.0x30x75cm express® ld iliac / biliary stent was selected for use. However, during preparation when the operator flushed the device for use, it got contaminated. The device was never used inside the patient. The procedure was completed with another 7.0x30x75cm express® ld iliac / biliary stent. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that there were no issues with the packaging. The stent catheter was stiff and the operator was not aware, thus it became contaminated during preparation.